Manufacturer narrative:
(B)(4) date sent 4/24/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what type of leak test was performed in the original procedure? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Was any tissue ischemia identified? Did the patient receive any preoperative chemotherapy or radiation? Were any other stapling devices used in the original procedure? If yes, what were they? Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a sigmoid resection procedure, the device was used with no issues during the procedure. The device was fired 6 times. On (B)(6) 2025 the patient returned to the or being sceptic and there was a leak. The patient was very ill. No issue with the device during the original procedure. Current patient is okay and went home with no issues.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2025 additional information was requested, and the following was obtained: what type of leak test was performed in the original procedure? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were their other contributing patient factors? Please explain. ¿was any tissue ischemia identified? Did the patient receive any preoperative chemotherapy or radiation? Were any other stapling devices used in the original procedure? ¿¿¿¿¿¿¿if yes, what were they? We¿ve been working with the surgeon the past couple of weeks to no avail on any further information. The only answer he was comfortable with knowing for certain was how the leak was identified. How was the leak identified? - patient came back from another hospital, re-operation and took pictures of leak. In-tact stool coming through leak during re-operation. There isn¿t any further information to share.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2025. Additional information received: surgeon had a case on april 10th a segmental sigmoid, the small bowel was transected first then distal portion. A combination of ta90 and glc80 with blue reload that was used to create anastomosis. During time of case the staple line appeared great and no product or staple line complaints. The patient went home in good condition with no issues. Saturday april 19thsupposedly he was brought back to the or with a leak where the surgeon had fired the glc80, he claims there was a hole in mid portion of the staple line which to him was an extremely rare occurrence, staples where unformed on the underside or inside of the bowl. (Details below). Please describe the anatomical stricter where each device was used? Unsure. Is there an alleged deficiency against the glc80? At the time of firing the stapler and post op there were no issues with staple line and no complaints from the surgeon. 10 days post procedure the leak occurred and claimed in the middle of the staple line there was a hole of unformed staples where he had fired the glc80. Claims it was extremely unique occurrence and does not trust the integrity of our staple line of our glc80. The glc80 worked appropriately in case at time of firing did notice the hole in the staple line or any leaks. Patient was fine and was able to go home to normal standards. Leak occurred 10 days after the procedure. I do not know current status of the patient. How was the post op leak identified? Patient was in pain in the morning went to another hospital; and was at another facility and was brought to fairview hospital for being septic and fluid in abdomen . What device was used at the site of the leak? Supposedly glc80 how was the leak addressed? For the case brought back I¿m unsure what he did to address the leak after brought back to or. What were the indications for surgery? Unsure. What surgical procedure was performed? Segmental sigmoid resection for the glc80 case. Did the patient receive any preoperative chemotherapy or radiation? Unsure. What device was used for the distal transection of the colon? Unsure. What was done in the re-operation? Unsure.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2025. Additional information received: surgeon had a case on (B)(6) a segmental sigmoid, the small bowel was transected first then distal portion. A combination of ta90 and glc80 with blue reload that was used to create anastomosis. During time of case the staple line appeared great and no product or staple line complaints. The patient went home in good condition with no issues. Saturday (B)(6) supposedly he was brought back to the or with a leak where the surgeon had fired the glc80, he claims there was a hole in mid portion of the staple line which to him was an extremely rare occurrence, staples where unformed on the underside or inside of the bowl. (Details below). D. Please describe the anatomical stricter where each device was used? Unsure. Is there an alleged deficiency against the glc80? At the time of firing the stapler and post op there were no issues with staple line and no complaints from the surgeon. 10 days post procedure the leak occurred and claimed in the middle of the staple line there was a hole of unformed staples where he had fired the glc80. Claims it was extremely unique occurrence and does not trust the integrity of our staple line of our glc80. The glc80 worked appropriately in case at time of firing did notice the hole in the staple line or any leaks. Patient was fine and was able to go home to normal standards. Leak occurred 10 days after the procedure. I do not know current status of the patient. How was the post op leak identified? Patient was in pain in the morning went to another hospital; and was at another facility and was brought to (B)(6) hospital for being septic and fluid in abdomen. What device was used at the site of the leak? Supposedly glc80. How was the leak addressed? For the case brought back I¿m unsure what he did to address the leak after brought back to or. What were the indications for surgery? Unsure. What surgical procedure was performed? Segmental sigmoid resection for the glc80 case. Did the patient receive any preoperative chemotherapy or radiation? Unsure. What device was used for the distal transection of the colon? Unsure. What was done in the re-operation? Unsure.

Manufacturer narrative:
(B)(4). Date sent 5/13/2025. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a staple line on the tissue and on the distal end of the tissue appears to be a no properly stapled. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.